Manufacturer narrative:
E1: facility name: (B)(6) hospital. E2/e3: information was asked, but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the subject device had a break at the tip. This was discovered, during a therapeutic holmium laser enucleation of the prostate (holep) procedure. The procedure was completed with a similar device. The procedure had a less than 30 minute delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d4, d8, d9, e2, e3, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the possible cause and root cause of the reported issue could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was provided by the customer.